Event description:
Revision surgery was performed due to recurrent dislocation of the left hip and a leg length discrepancy.

Event description:
It was reported that revision surgery was performed due to incompatibility metal wear, luxation, and metallosis.